Manufacturer narrative:
Correction made to d4: lot #: h23e17055 (previously submitted as h23c29022). Correction made to d4: expiration date: 05/17/2028 (previously submitted as 03/29/2028). Correction made to d4: unique identifier (UDI) #: (B)(4) (previously submitted as (B)(4)) correction made to h4: device manufacture date: 05/17/2023 (previously submitted as 03/29/2023). Additional information: h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "valve" (twist sleeve) of the minicap transfer set would not close completely, which resulted in a leak. This occurred after use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.